Event description:
On (B)(6) 2018 patient in clinic with noted break to driveline next to connector at controller. Thoratec engineers notified. Thoratec engineers and patient met at hospital on (B)(6) 2018 and driveline repaired with a clam shell repair method.